Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported performa system blood glucose results of 465 mg/dl, 221 mg/dl, and 227 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.